Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0667 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz0667) have been reported from the same facility in (B)(6).

Event description:
It was reported that for chemotherapy, a peripheral central venous catheter was placed on (B)(6) 2021. The tissue around the PICC tube of the right upper limb was found to be swollen on (B)(6) 2021. On (B)(6) 2021, color doppler ultrasound indicated that the indwelling tube was attached to the wall of thrombosis, and anticoagulation was given to symptomatic treatment.